Event description:
Nurse reported a pt died during treatment on a 1550 hemodialysis device. Approximately 2 hours into a 3.5 hour treatment, packed red blood cells were being administered due to low hemoglobin and hematocrit. When the blood began to infuse, the air detector alarmed due to a level change in the venous chamber which caused the blood pump to stop. Nurse checked the bloodline and there was no air present. As the nurse went to clamp the venous line, it was noticed that the pt was unresponsive, code was called, and pt died of cardiac arrest. An autopsy was not performed. Technician does not feel there was any device malfunction and does not suspect that the device was the cause of death but it is the facilities protocol to have the device evaluated. Nurse stated the cause of death was suspected to be cardiac arrest due to general body stress from dialysis. The pt was in very poor health and recently had an intracerebral hematoma due to a fall.